Event description:
It was reported that post-op to a subtotal colectomy procedure, the patient was brought back to surgery due to a leak on the anastomosis. The surgeon stated that the staple line did not look right when examined and some of the tissue subsided. Clips were placed on the anastomosis to correct the issue. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information provided: was the procedure done open/laparoscopically? Lap. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Purse string instrument. How was the purse string placed, by hand or with an assist device? Reusable purse string instrument. Was the spike of the trocar inserted lateral or through the staple line? Through staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Visual & audible click. When the device was fired, where was the indicator within the green zone/gap setting scale? Lower middle. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Not sure. How did you confirm the device was fully fired? Crunch. Were any unexpected noises heard? Not indicated. Were any of the forces higher or lower than expected? Not mentioned. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Bubble test, donut check. Did the operation change significantly as a result of the device issue? Anvil broke up & was recovered. What post op day did the leak occur? Next morning. What is meant by tissue overlapping? Overlapping was surgeon choice of words in describing staple line was not easily visible, says he normally can see it clearly. What device used in proximal a distal tissue prior to anastomosis complete? Not sure.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.